Event description:
Customer reported blood glucose result of 99 mg/dl on the aviva system. Customer self treated, and re-tested within 10 minutes with results of 250 mg/dl and 160-170 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspected device and replacement was sent.